Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose drive support disk. The insulin pump was received with a cracked case at the display window corners, a scratched display window, a cracked reservoir tube lip and a cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed an error. The blood glucose reading was 180 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.